Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, the patient partially removed the catheter, resulting in a fragment being retained within the body. The hospital promptly performed an interventional procedure to retrieve the remaining catheter fragment. According to the clinical staff, the externally removed portion of the catheter fractured easily with minimal bending. The patient's condition following the event was reported as "fine" and under observation at the hospital. At the time of this report, the customer indicated that no additional information would be provided regarding the medical or surgical intervention or the patient's final outcome.